Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that there is a deep scratch on the display screen of the insulin pump making the screen difficult to read. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.